Event description:
The impact 754 portable ventilator was being used within a healthcare facility to support a pt. It was reported that, within one minute of placing the pt on the ventilator, the device did not deliver the required volume or proper breath rate. The pt was transferred to another automated ventilator (t-bird). The end user reported that the pt's ph was decreased as a result of the event. Because of the reported adverse event, and the need for manual back-up ventilation, this event is being submitted as a serious injury. The use of back-up ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported device malfunction could not be confirmed. Review of the info provided by the end user indicated that a non-impact brand circuit was being used with the device. The brand was not identified so a thorough analysis of the possible contribution of this circuit to the event could not be fully evaluated. The potential root cause linkage was confirmed with impact's field clinician. Device output testing was performed. The unit was returned to the end user after it tested within specification. Two impact 754 breathing circuits were returned with the device.